Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative reported that the customer's visera elite ii video system center was presenting a green and black compromised image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
The customer confirmed the procedure was completed using a different video tower. The patient¿s overall outcome was reported as" everything was ok."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5 for information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.